Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation ongoing.

Event description:
Hamilton medial ag received the following complaint description (summary): it was reported that the device triggered the ¿disconnection on patient side¿ alarm multiple times. Patient was involved and medical intervention was necessary (device replaced with another ventilator). No harm or further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.